Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were attempting to send an electronic transmission but were unsuccessful. Telemetry issues were noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.